Event description:
Paramedics were using the device in an attempt to administer pacing therapy to a pt. Device pacing was successfully initiated and the pt was being paced when the device display allegedly blanked and the pacer stopped pacing. The crew immediately retrieved a backup device of same model and paced the pt. Pt outcome was not reported.